Event description:
A customer reported to baxter (B)(4) of a 14 month old required a line; they used 10cc of turbulent flush and locked it with saline. They were using a 22g catheter 1 inch peripheral bd insight catheter and pulled off 6cc of blood in a large vein. When they went down to "CT" an hour later, the catheter was full of blood. There was patient involvement, however, there was no report of any patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A customer sent in an actual sample for an evaluation. The sample arrived out of the pouch and primed. Visual inspection showed that there was a 22-gauge becton dickinson catheter attached to the set. A visual inspection confirmed red solution in the male luer. The slide clamp was in the shutoff position at approximately three quarters of an inch above the male luer. There was no other obvious visual defects noted. Since there was red solution present in the male luer, the reported condition will be confirmed. A definitive root cause has not yet been identified. If more information becomes available, a follow-up report will be submitted. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). The returned sample was tested for occlusion. There was no blood diffusion observed. Therefore, this as reported problem code of backflow- blood medication backflow set could not be confirmed and the root cause could not be determined. Recommendation is to clamp before the syringe is attached. A labeling review was performed in response to the user error in this complaint, and the labeling was found to be adequate.